Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported that they had a pump failure two weeks prior to the report. Drug information, cause of the pump failure, patient symptoms, interventions, and patient outcome were not provided. This information was requested.